Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: exact date unknown, at the end of september 2023. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer identified two defective preloaded intraocular lenses (iol). Through follow up we learned that the lenses were damaged and did not come into contact with the patient. No surgical interventions were necessary and this occurred at the end of september 2023. No additional information was received. A separate report will be submitted for the other iol reported.

Manufacturer narrative:
Corrected data: upon further review it was noted that "g4" field for the PMA number was inadvertently populated with p980040 on the initial MDR; the field should have been left blank. Therefore, the information is being corrected in this supplemental MDR report as per the following: section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: december 14, 2023. Section h3: device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the handpiece revealed that it was received partially advanced and with the plunger rod overriding the lens which was stuck in the cartridge. The lens module was inspected and no marks indicating improper plunger rod advancement were identified. Viscoelastic residue could not be observed throughout the length of the cartridge indicating an inadequate amount may have been used. From the cartridge, the lens could be observed to be torn. The lens was removed from the cartridge and the haptic became detached during removal. The lens was cleaned, and no further issues were identified. The handpiece was disassembled, and no assembly issues were identified however, the plunger rod tip was damaged. The complaint issue "lens damaged" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.